Event description:
It was reported that the pt was revised for infection.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. Pt adherence to rehabilitation protocol is unk. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0x 10(-6) or better. It is highly unlikely that the specified devices caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Review of the device history records for the cement plug did not find any deviations or anomalies. Review of the device history records for the stem and bone cement was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.